Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer reported to physio-control that their device unexpectedly shut down after providing defibrillation therapy. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.